Event description:
It was reported that during service and repair pre-testing, it was observed that bay one on the universal battery charge device would not charge battery devices. It was reported that the red warning indicator came on shortly after the battery device was plugged in. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that bay one of the device did not charge battery devices. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to worn electronic components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.